Event description:
Evaluation of the returned device has been completed. It was confirmed the capture tube could not move relative to the tapered tip lumen. The cause of the event was due to the silicone sleeve adhering to the capture tube lumen. The root cause of the event could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aorta aneurysm. Vessel morphology was reported as with non-tortuous. The stent graft delivery system was advanced to the intended landing zone in the aortic arch over a 300cm back-up meyer wire. It was reported that after completely deploying the stent graft the bare springs would not release. The physician dismantled the delivery system. The physician used force and was able release the bare metal struts. The physician was unable to recapture the spindle into the taper tip. After the deployment of the stent graft and removal of the delivery system it was noticed that the spindle (tip capture fitting and spindle fitting were not fixated to the taper tip w/tip capture part of the delivery system. There was no serious injury to the patient per the physician. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Unable to determine root cause.